Manufacturer narrative:
Additional information : the device was received for evaluation contaminated with chemotherapy. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the sample the reported condition functional testing be performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent secondary medication set would not infuse the chemotherapy medication. This was observed during patient infusion. It was further specified that the set was used in conjunction with non-baxter primary set infusing 0.9% sodium chloride, luer/spike and infusion pump resulting in an air alarm. Back priming was performed, however the medication would not infuse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.